Event description:
Information received with return of the explanted device notes that the patient was experiencing phrenic nerve stimulation. The lead was found to be dislodged and it was repositioned. Two months later, intermittent loss of atrial capture was noted and the lead was replaced.